Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure stent damage occurred. The target lesion being treated was located in the left anterior descending artery. During unpacking of the 2.25 x 32mm taxus liberte monorail drug eluting stent delivery system when the physician found the stent strut kinked about 6 mm to the proximal section of the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut rows towards the proximal end of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Mandrel resistance was encountered due to the presence of solidified blood within the guide wire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure stent damage occurred. The target lesion being treated was located in the left anterior descending artery. During unpacking of the 2.25 x 32mm taxus liberte monorail drug eluting stent delivery system when the physician found the stent strut kinked about 6 mm to the proximal section of the stent. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.